Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was unable to issue the key combo item due to the key item not being assigned in the cabinet. A technical support specialist checked and confirmed that the associated key items did not show as assigned, although the key combo existed for them. This indicated that the system was looking for the key to issue the item, but since it was unassigned, it could not do so. The resolution involved either assigning the associated key item into the cabinet or removing the key combo configuration. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue the key combo item because the key item was not assigned in the cabinet. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.